Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, a photo is provided for review. The investigation of the reported event is currently underway. Expiry date (11/2021). Device pending return.

Event description:
It was reported that during a port placement, fragment of silicon allegedly came out from the port body. It was further reported that drip infusion was done after the port placement. There was no reported patient injury.

Event description:
It was reported that during a port placement, fragment of silicon allegedly came out from the port body. It was further reported that drip infusion was done after the port placement. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one suture plug was returned for evaluation. One electronic photo was also provided for review. Visual and microscopic evaluations were performed. The investigation is inconclusive for the reported detachment of device component as the received sample contains only the suture plug and no original port products were received for the evaluation and the provided photo also shows only the suture plug. Hence, the exact circumstances at the time of reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g4. H10: d4 (expiry date: 11/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.